Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that they went swimming and they put the pump in a baggie in the cooler so that it wouldn't overheat. Customer stated that now it looks like there's water in the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: all buttons functioning properly during testing however, found corroded keypad traces during visual inspection. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked, and reservoir tube window cracked.